Manufacturer narrative:
(B)(4). Batch # p5672n. Additional information requested and received: what troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? How was the procedure completed? I tried and so did dr. (B)(6), they would not open. It sounded like the battery wasn¿t good. We just used a new stapler. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was "closed and the handle would not release." It is unknown how the procedure was completed. There was reportedly no patient involvement. There were no adverse consequences for the patient.